Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may have been over-delivering. The patient has been experiencing low blood glucose values in the 40 mg/dl range. A week prior to calling, the customer had a low blood glucose incident of below 40 mg/dl. Troubleshooting did not occur. The insulin pump was not returned for analysis at this time.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.